Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection and buried bumper syndrome are known complication of a peg tube placement. Health effect clinical code of 4581 was chosen to capture the event of buried bumper. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in turkey underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On an unknown date the patient experienced stoma site infection and began treatment on (B)(6) 2024 with 1000mg of oral augmentin bid and 500mg of oral cipro. In (B)(6) 2024 the patient visited the clinic due the peg tube was unable to move back and forth. An endoscopy was performed which revealed a buried bumper. At the time of report, the patient was referred to a surgical consult.